Event description:
It was reported that during a selenia dimensions procedure on (B)(6) 2024, the entire detector fell down on the ground and hit the bottom. It was observed that the vta assembly had a lead screw failure and was replaced. A field engineer examined the equipment and replaced the gantry and calibrations. The system met the manufacturers specifications. No patient or injury reported.